Manufacturer narrative:
We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. Redness, swelling, pain and purulent discharge was seen coming from the insertion site (leg). The patient was taken to the emergency room and treated with intravenous antibiotics.